Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tape not sticking event on (B)(6) 2024 as it got wet. No further information was available.

Manufacturer narrative:
(B)(6).